Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, there was no allegation or indication a product deficiency contributed to the adverse events. Investigation results suggest that besides the procedure itself, patient factors (severe calcification in stj, low rca ostium and cardiac remodeling) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the valve clinic coordinator, approximately 11 months 2 weeks post tf tavr procedure for a 23mm sapien 3 valve, the patient was presented with moderate to severe paravalvular leak (pvl). Upon medical records review, screening CT showed aortic annulus with 397 mm2 area, severe calcification on the sinotubular junction (stj), shallow right coronary artery (rca) with 8.3 mm origin above annulus. The patient underwent a successful tf tavr with a 23 mm sapien 3 valve in the native aortic annulus. Post deployment a coronary stent was deployed on the rca. Post operative day (pod) 1 echo showed thv with normal function, mean gradient of 9mm hg and mild pvl and the patient was discharged home on pod-2. The 30-day follow up visit tte reported no aortic regurgitation, mean gradient 12.2 mmhg and aortic valve area 1.28 cm2. Approximately 1 year post implant, the patient returned with heart failure symptoms and severe pvl. After using 2 plugs, the pvl was reduced.